Event description:
It was reported that during an ileostomy closure procedure, the surgeon had a hard time firing the device and did not feel it completely fired. The firing knob did not reach the furthest point and there were several malformed staples. A stapling device and a competitor's device were used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.